Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 17241533/17377051, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is only further relevant information from that review, a supplemented medwatch will be filed.

Event description:
A report was received that the patient had inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively.